Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) lead exhibited loss of capture and high impedance with confirmed fracture. The leads were inactivated and replaced. No patient complications have been reported as a result of this event.